Event description:
Registered nurse (rn) was drawing up lantus and went to recap the needle to take to the patient. The needle went through the cap and stuck the rn. The rn is unaware of any medication went into her. Rn immediately cleaned the area and threw out the needle.